Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the cassette, a "no disposable, pump will not run" alarm went off. The cassette was reattached but the alarm persisted. The pump was turned off and back on and the alarm was settled. On another day, a different cassette was used and the pump worked normally. No patient injury reported. No additional information available.